Event description:
The pt's mother reported the pt has been diagnosed with diabetic ketoacidosis 3 times in the last month. She stated the pt has had elevated blood glucose levels and that the pt had "just checked her blood glucose and it is over 500 mg/dl." She stated the pt's target blood glucose level is 100 mg/dl." She stated the pt "just does not feel good." The pt's mother stated that she checked the bolus history on the pt's insulin infusion device and noticed there were 2 boluses the pt could not have administered as the pt was asleep at 2:07 a.m. And 9:40 a.m. Troubleshooting did not discover any issues with the product. The pt's mother said, the pt had been given an insulin injection regimen at a recent visit to the endocrinologist. The pt was advised to disconnect from the insulin infusion device and follow the dr's orders. On follow up, the pt stated her blood glucose was back to normal since going on injection therapy. On further followup, the pt's mother stated the pt would stay on insulin injections. She stated she did not want to return the product at this time. The product was requested to be returned for eval.